Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt who was presenting an atrial fibrillation heart rhythm, but the device failed to deliver a 100 joule shock to the pt and it displayed a "check electrodes" error message. The clinician then obtained another device to successfully cardiovert the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. A previous malfunction has also been reported by this facility. The reported malfunction occurred with this same product and the same date code. Please reference to medwatch report number 1220908-2000-00306, which documents that event.